Event description:
A report was received that during the patient's trial procedure, a dura puncture was noted after the leads were inserted. The event was believed to be procedure related and was resolving. No medical/surgical intervention done.

Manufacturer narrative:
Additional information was received that the patient experienced spinal hypotension headaches but no neurological deficit as a result of dura puncture.

Event description:
A report was received that during a trial procedure, the patient had a wet tap after the leads were inserted. The event was believed to be procedure related and was resolving.